Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen (shaft). The tip, balloon, markerbands, proximal weld and inner/outer shaft were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, tip damage (flared) and a pinhole in the balloon material located at the distal edge of the markerband. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.